Manufacturer narrative:
The reported issue that the syringe device has issues with residue but the plunger detect sensors was not stuck could not be confirmed because no product was provided for investigation; however pictures provided did exhibit the presence of dried fluid residue on the bottom side of the drive head in the vicinity of the plunger detect switch. The root cause for the reported issue that the syringe device has issues with residue but the plunger detect sensors was not stuck was not identified; however pictures provided did exhibit the presence of dried fluid residue around the vicinity of the plunger detect switch on the drive head. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 05may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the syringe device has issues with residue but the plunger detect sensors were not stuck. 3rd party residue analysis conducted on 5 out of the 6 devices and residue found to be medication. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe device has issues with residue but the plunger detect sensors were not stuck. 3rd party residue analysis conducted on 5 out of the 6 devices and residue found to be medication. No additional information was provided. There was no patient involvement.